Event description:
It was reported that a flogard infusion pump was not working. It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with "device is not working" was confirmed in sample evaluation. An f38 failure occurred during device evaluation which was due to defective force sensing resistors. Service replaced force sensing resistors to resolve the reported problem. Should additional relevant information become available, a follow-up will be submitted.